Event description:
It was reported that air bubbles were observed within the cartridge canister. Reportedly, the customer continued to use the cartridge for insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.